Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 212 mg/dl. The customer stated that buttons are not working. The customer stated that she was fully submerged in water with insulin pump on. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to moisture damage at lcd board. No traces of moisture noted at board or motor assy. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.